Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple cubies would not open.the customer attempted storage recovery but the failures persisted.the customer stated that this malfunction occurred while dispensing the medication, which resulted in a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn 16405470 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn 16405470 was performed from the date of manufacture, 30-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device of this incident, it was determined that the most pockets in drawer 1.2 were missing and showing failures. A field service engineer (fse) inspected the unit and resecured the row board cables in doors 1.1 and 1.2, reset the retractor cables in both drawers, and resecured the internal pyxibus cable across the auxiliary unit. Preventive maintenance was also performed, during which any missing slide bumpers were replaced, and loose drawer fronts were tightened. The fse then tested the unit using hardware test application (hta) by adjusting cubies and verifying that each slot operated properly, confirming normal drawer functionality. The system functioned as intended after field service engineer repaired the device.